Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet detachment attachment (slda) and leaflet tear. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Visualization was not good due to the anatomy. The first clip delivery system (cds 80621u225) was advanced to the mitral valve. Grasping was performed, reducing mr to <1. Two minutes later, the mr returned to 4 and an anterior leaflet tear was noted. The clip was repositioned, and deployed. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was implanted to stabilize the first clip and to further reduce mr to 3-4. A third cds (80419u122) was advanced to the mitral valve; however, the clip was not implanted as the leaflets could not be grasped due to the anatomy. The procedure was discontinued and the patient will be treated with mitral valve replacement on a later date. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. The reported patient effect of tissue damage, is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedure. All available information was investigated, and the reported single leaflet device attachment (slda) was due challenging patient morphology/pathology (specifics unknown) and procedural circumstances (poor visualization). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.